Event description:
It was reported that a home patient had a high drain 102 alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) on the homechoice (hc) during drain 2. The fill volume (fv) equaled 2900ml and the last fill volume equaled 2000ml. The initial drain volume (idv) equaled 421ml. Total ultrafiltration (uf) equaled 3015ml. Cycle 5 uf: 79ml, cycle 4 uf: 429ml, cycle 3 uf: 126ml, cycle 2 uf: 3150ml, cycle 1 uf: 357ml. The technical service representative (tsr) explained to the caregiver (cg) that there was a large drain on drain 2. There was no patient injury or medical intervention indicated at the time of the report. No additional information

Manufacturer narrative:
(B)(4). A sample has been received and a complete evaluation of the device is yet to be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. A review of the device logs verified the reported high drain volume alarm 102. An internal and external inspection was performed and no problems were revealed. The device passed functional and electrical testing. All pressures were correct and stable. A short simulated therapy was performed and completed successfully. Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. A review of the service history revealed previous device servicing did not cause or contribute to the difficulty. Should additional relevant information become available, a supplemental report will be submitted.